Event description:
It was reported that unstable speed occurred. A 2.00mm rotapro was selected for use. During the procedure, the rotation speed increases and decreases at the set operation speed of 180,000 rpm. The procedure was completed with a different device. No patient complications were reported.